Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 4 of 5. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in brazil. On 02-jul-2024, it was reported that the patient faced infusion set cannula was leaking, which cause the patient blood glucose elevated to 391 mg/dl. The infusion set was in use for one day. The patient noticed the issue because of recurring hyperglycemia and strong smell of insulin leakage. No further information available.